Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported that the insulin pump alarmed compromised force sensor system. The drive support cap was loose. Customer's blood glucose level was 119 mg/dl. The device was not returned.